Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 107 mg/dl at the time of the call. The customer stated that the o-rings pooped out of the reservoir compartment. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing o-ring reservoir tube.